Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid leakage in the system. The device would not inflate. The ipp was explanted and replaced with a new ipp. There were no patient complications reported.